Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that the device displayed "defib fault 72" and "pacer fault 117" messages. The complainant indicated that the device was unable to power up on battery power. Complainant did not indicate that there was any pt involvement in the reported malfunction.